Event description:
The MFR rep reported the pt began experiencing a loss of therapeutic effect. The pt underwent a revision where the catheter was found to have slipped out of the intrathecal space. The v-wing suture was reported to have been sutured correctly. Add'l info has been requested from the hcp but was not available on the date of this report.